Manufacturer narrative:
Review of x-rays by the manufacturer were inconclusive. Device malfunction suspected, but did not cause or contribute to a serious injury or death.

Event description:
Manufacturer received an implant and warranty registration card indicating that the pt underwent lead replacement surgery. Further follow-up with the surgeon's office indicated that a system diagnostics test on the pt's device resulted in high lead impedance, indicating a possible lead malfunction. Manufacturer review of the x-rays were inconclusive. Product has not been returned for analysis.